Event description:
A pt with severe arteriosclerosis was percutaneous transluminal angioplasty ballooned. The 7mmx60mm tracheobronchial wallstent was then implanted successfully in the pt's iliac artery. Dye was shot through the arterial system and a large extravasation was noted. The pt was opened up and the physician observed a tear in the back of the iliac vessel at the proximal end of the wallstent. The pt expired. The physician believes that the poor condition of the pt's blood vessels rather than the wallstent was the cause of the event.